Manufacturer narrative:
(B)(4). This incident information was first provided to manufacturer by a person from other medical device manufacturer. During processing of this complaint, attempts were made to obtain complete event. Separated and retrieved tip only was returned. It was approx. 5mm length, x-ray opaque coil was protruded. Extreme distal end was found pulled into the lumen, trace of abrasive damage was observed on the surface of the plastic polymer. Lot history review could not be performed because of no lot information available, however, all the devices are inspected during production process for meeting the products' specifications and shipping criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that tip was advanced and trapped in the heavily calcified cto lesion, along with removal manipulation with rotation, tip end was pulled into the lumen together with guidewire, catheter tip was broken apart. IFU describes "do not use in advanced calcified lesion." As contraindications and prohibitions. Warning section describes: if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter with full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel.

Event description:
To treat tight, double-angled, and calcified stenosis at ostium to proximal lcx, subject catheter crossed a few times with some difficulty, but was tight to withdraw. Catheter was rotated, then it separated at the ostium. Broken fragment was on the guidewire, however when trying to extract into the guide catheter it slipped off of the wire and was in the ostium. The tip was taken out by extension catheter and balloon dilatation catheter.